Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. The reporter stated that the pump¿s battery life had shortened to approximately 15 minutes and noted evidence of moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/22/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/10/2014 with the following findings:a review of the pump¿s history showed low battery warning and multiple replace battery alarms. A visual inspection of the pump showed moisture behind the display lens. The battery compartment was undamaged and no moisture was evident in the compartment. The battery cap was able to be fully tightened on to the pump and no power loss was duplicated. The power draws were found to be within specifications. The pump failed a leak test due to a crack in the pump¿s casing. The pump cover was removed and evidence of moisture was found inside the pump and on various electrical components. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.